Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported. Patient weight was obtained.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient reported she had her implant replaced and the healthcare professional (hcp) told the patient¿s husband there was ¿moisture found in the battery¿ when they removed it. The patient stated there was no trauma to her implant. There were no further complications that have been reported as a result of this event.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that, during surgery, the new lead couldn't get to the end of the battery head. There was blood or bodily fluid inside the battery head, which stopped the lead from getting to the very end. It was also reported that the impedances were all over 4000 on multiple sites. It was noted that the high impedance was caused by the inability of the lead to be fully inserted into the head of the ins, which was due to the fluid present there. It was unknown what caused the bodily fluid to be in the head of the ins. Troubleshooting included increasing amplitude and pulse width multiple times, but the impedance issue was not resolved. The battery was replaced, and the issue was resolved. There were no patient complications reported as a result of this event.